Event description:
Follow up information identified the patient¿s infection has resolved.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced purulent discharge and drainage coming from the lead site. Gram stain indicated the infection was at the cervical site. Cultures were positive for granulicatella adiacens at the lead site, and not at the ipg site. As a result, the physician hospitalized the patient and explanted the cervical lead. The patient is reportedly stable following the explant.